Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported the c-arm would shut down when the interconnect cable was touched. This resulted in a loss of imaging functionality. System functionality was recoverable. This could result in a procedural delay. There is no report of injury or death associated with this event.